Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID b35300 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025; section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (B)(6); product type: 0191-extension; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that probably about a year ago there started to be impedances in the other side of the brain and the contacts that they were using were such that the impedances were not affecting it. When they went in and replaced the battery recently, the impedance moved to another contact point closer to the one they were currently using and because of the amount of arc it was causing them discomfort. Patient met with their neurologist yesterday and the neurologist spent quite a bit of time trying to reprogram it so that it wouldn't affect or be affected by the contacts with impedances, but it would not work and they had to virtually turn the system off on that side. Patient said that the wire in the right side of their brain is more than likely fractured and will more than likely need to be removed as well. Patient explained that they don't want to abandon the dbs system because it helped them for over 10 years but they have been feeling very disheartened by this whole situation. The patient was redirected to their healthcare provider to further address the issue.